Event description:
The customer reported external cable problem where the m3508a connector was faulty.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.